Event description:
The pt is a (B)(6) male with a diagnosis of cp, who has been on dialysis since birth. He recently changed to the liberty cycler. His mother is his primary caregiver who runs the dialysis treatments for him. On (B)(6) 2011, she called and reported that her son was "full of air" and she was taking him to the ER for evaluation. The pt was seen for air infusion with symptoms of cramping and abdominal pain. An abdominal x-ray was done with a small amount of air detected and the pd catheter was checked for placement. No further medical intervention was done. The pt was not admitted to the hospital, and was observed and released from the ER. The pt is currently doing well.